Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was an alert for a high system impedance. The low energy weekly shock impedance measurement was 215 ohms. Technical services reviewed the implant impedance testing data from 2021. The high energy shock impedance was 179 ohms with a 70j shock which did not convert. The 80j shock converted successfully and had and impedance of 172 ohms. Technical services advised they may want to check the system again with a high energy shock. The doctor has explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that there was an alert for a high system impedance. The low energy weekly shock impedance measurement was 215 ohms. Technical services reviewed the implant impedance testing data from 2021. The high energy shock impedance was 179 ohms with a 70j shock which did not convert. The 80j shock converted successfully and had and impedance of 172 ohms. Technical services advised they may want to check the system again with a high energy shock. The doctor has explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.